Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure the patient experienced angina. The target lesion was located in the proximal left circumflex (lcx) with an 81% stenosis and was 16 mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with pre-dilatation and placement of a 4.0 x 24 mm taxus liberte study stent with 11% residual stenosis. During the index procedure a non-target lesion was treated in the mid rca with balloon angioplasty. The patient was discharged the next day on aspirin and clopidogrel. At 1545 days after the index procedure, the patient was admitted due to unstable angina. Two days later, the distal lcx was treated with balloon angioplasty with 26% residual stenosis. The proximal lad was treated with balloon angioplasty and placement of a 3.0 x 32mm taxus liberte stent with 14% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel.